Event description:
The end-user was using the device in his home when a joint holding the front right (while sitting) leg in place on the device broke, collapsing, and causing the end-user to fall from the seat onto his backside. End-user sustained l2-3 stenosis, requiring l2-3 laminectomy with l2-3 complete facetectomy.